Event description:
The pt experienced a loss of therapeutic effect following back surgery a few weeks ago. The physician inserted needles in the back but it was unk what else was performed. It was also noted that the pt lost therapeutic effect about 1.5 months ago. He visited his hcp, and it was determined that the device was turned off. The physician confirmed pt symptoms of no stimulation and it was unk if the event was attributed to the device. Reprogramming was performed in 2009. A revision of the ins was performed. No pt injuries were reported.